Event description:
Reportable based on analysis completed on (B)(6) 2014. It was reported that inflation failure occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous anterior tibial artery. The 2mm x 40mm x 145cm coyote es balloon catheter was advanced and failed to inflate. The catheter was removed and the procedure was completed with another size of the same device. No patient complications were reported and the patient status is good. However, returned device analysis revealed a pinhole in the balloon material.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a coyote es catheter with a coyote es shelf box. There was blood in the inflation lumen. There was no evidence of any proximal bond anomalies or distal outer neckdown. Magnified inspection revealed a pinhole in the balloon material above the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The returned device exhibited damage consistent with the reported inflation issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).